Event description:
It was reported that the customer was hospitalized for high blood glucose of 550mg/dl. Troubleshooting was performed. The date, time, and programming on the insulin pump were correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the insulin pump passed the test. No further info was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.